Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign - (B)(6). Discarded by user.

Event description:
It was reported that the short tip of the pulsavac broke and the green silicone part broke and fell into the patient. This occurred during surgery, and there was no delay involved. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, UDI, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. Investigation summary: review of the device history record for 00515048601, lot number: z000011345, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.